Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the maryland bipolar forceps (mbf) instrument developed a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive received the following additional information via follow up: no arcing was observed during the procedure. There is no additional information available.